Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported residual mr appears to be due to mitral annular calcification. The reported mitral stenosis was related to hemodynamic changes post clip implantation. The reported patient effects of mitral stenosis and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled :first-in-human percutaneous excision of a failed mitraclip followed by transcatheter mitral valve replacement".

Event description:
This research article was a case study designed to evaluate efficacy of complete exicision of a mitraclip in preparation for a transcatheter mitral valve replacement. After mitraclip implantation, the patient developed worsening mitral regurgitation and mitral stenosis. The mitraclip was successfully removed and the transcatheter valve was placed, eliminating the patient's stenosis and regurgitation. In conclusion, this case demonstrates a first-inhuman procedure to percutaneously remove an imperfect mitraclip via a ¿double¿ elasta-clip method in order to accommodate dedicated transcatehter mitral valve repair implantation.